Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with 510k number k192245. Evaluation summary it was caused due to the delayed reprocessing at the hospital. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Potential endoscope contamination. These scopes are being sent if for delayed reprocessing. These are all due to last weeks winter storm that devastated (B)(6). All these scopes have been sitting for 72 hours without being properly high level disinfected.